Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Xtw (lot: 40201r1043) was chosen for implantation. The clip was placed on the valve a2/p2 successfully. During deployment after pulling the actuator knob and gripper lines, the clip did not detach even when delivery catheter handle was pulled. Troubleshooting was successfully carried out for 2 minutes, allowing the clip to detach. The procedure ended with mr reduced to grade 1. There were no patient effects and no clinically significant delay.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficult or delayed clip deployment could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.